Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-feb-07 additional information was received. The pt reported they had an appointment scheduled with their doctor for (B)(6) 2025 because they think something is going on. The pt reported having issues with the leads migrating and the doctor wanted them to have x-rays done. The pt provided an event date of around (B)(6) 2024. The pt requested a rep be present at the appointment. Agent reviewed the role of the reps with the pt.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was probably a few weeks ago the patient noticed their leads migrated partially out of the implanted neurostimulators battery. When the patient was standing in certain positions, they would completely lose signal (agent understood stimulation) to their legs. The issue was much more noticeable in the last 48 hours. Pt mentioned that sometimes when the leads push out of the neurostimulator battery they could push them back into the battery. The patient was redirected to their healthcare provider to further address the issue. Patient service provided patient nas phone number. Agent emailed local medtronic reps for visibility.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date on (B)(6) 2021, brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date on (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.